Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up properly. Physio replaced the user interface pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during routine testing, customer called to report that the device had a blank display. There was no pt associated with the report.